Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2018, 3318 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted (lot no. 629298) for female sterilisation. The patient had a medical history of parity, pelvic pain, abdominal pain and overweight. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2018, 3387 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: 10 coils were exposed. On the right tube and 12 coils were exposed on the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.298 kg/sqm. [Hysterosalpingogram] on (B)(6) 2009: history: post essure placement. Technique: the procedure possible risk and complication were explained to the patient. Patient was placed in supine position on the fluoroscopic tablet. Findings: there is irregularity of the endometrial cavity with the irregular filling defect seen. This can be seen with asherman's. The proximal end of the outer coils is in the region of the cornua and near the fundus of the uterus bilaterally. This is somewhat more medial than typically seen. The proximal end of the inner coils is within the region of the cornua and fallopian tube junction bilaterally. No filling of the fallopian tubes was visualized bilaterally. There was some filling of the contrast around the proximal portions of the micro inserts at the level of the cornua and the fundus of the uterus. Impression: post essure placement with occlusion of the fallopian tube. [Pathology test] on (B)(6) 2018: final diagnosis uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: focal chronic inflammation proliferative endometrium. Serosa: no significant pathologic alteration. Bilateral fallopian tubes: benign para tubal cysts. Metallic coils within fallopian tubes/endometrial cavity, consistent with essure system. Clinical history: pelvic pain. Gross description: free within the endometrial cavity is a silver-colored metal coil which is 2 cm in length x 0.2 cm diameter. Within the left cornu is a similar silver colored metal coil which cannot be easily removed and stretches to 1.7 cm in length x less than 0.1 cm in diameter. Examination of the right cornu shows an additional silver colored metal coil which on attempted removed stretches to 2 cm in length x less than 0.1 cm in diameter. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: reporters, patient information, medical history, lab data, indication, lot no., insertion and removal date, event onset date, and non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.